Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the balloon ripped on the guide wire during inflation at unspecified atm. The balloon was removed without incident. There were no reported adverse patient sequelae. Though requested, no additional information was available.